Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'no disposable' alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Rate 3.3ml/hr, res vol 12.1 ml, volume given 137.95 ml

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is due to either the cassette not being properly inserted or the cassette sensor not operating as intended; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.